Event description:
I called 911 it felt like my pump was remotely shut off the pain was intense I was sweating buckets of water from the pain I dropped the phone the pain was that bad paramedics showed I was screaming and was in complete distress the paramedics did not help me, and someone yelled out as they were leaving please don't call us again the pain continued for about 10 minutes after they left then I started feeling the pump start giving me medicine it felt like I was receiving a bolus the medicine controlled the pain and knocked me out I reported it to my pain doctor this has happened before I feel like someone has access to my pump remotely and makes changes speeds it up or lower it whenever they feel like it.